Manufacturer narrative:
Limited information was received. The event was not reported to ekos during the procedure. No trouble shooting efforts were reported. Turning off the ultrasound (with fluids running) and assessing if there was a change in the patient's pain could have identified if the ultrasound was the cause of the patient's back pain. The treatment was aborted immediately due to the back pain experienced by the patient upon turning on the device. No device malfunction was reported. The back pain was significant enough to terminate treatment which resulted in the need for additional x-rays and a subsequent invasive procedure to treat this patient. The patient was treated with an alternate therapy and the outcome was reported as great. A direct correlation between the patient's severe back pain and the ekos ultrasound was not confirmed. The device lot number was not reported and the device was not saved for evaluation. No investigation could be performed.

Event description:
On (B)(6) 2018, an ekos representative reported that while on site at a hospital, a cardiology fellow reported that they recently had a patient with phlebitis with an occluded iliac where they placed ekos for treatment (date of case not reported). It was reported that the patient stated he experienced severe back pain right when the ekos was turned on, to the point that they needed to stop lysis. The fellow insisted there were no other issues with the patient. They brought the patient back to the cath lab and used angiojet to treat the patient. The outcome was reported as great in the end.